Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there was no electrode in site. The customer's blood glucose level was unknown. The customer reported that transmitter not blinking after connect to skin. The customer also reported that electrode was not inside patients body. The device will not be returned for analysis.